Manufacturer narrative:
Pc-(B)(4). Evaluation: an empty labeled winding former and a dispensed needle-suture of product code (B)(4) were returned for analysis. During the visual inspection of needle/suture under magnification, marks on the body of the needle that appears to be by use of surgical instruments could be observed. In addition, body fluids at some barbs were found. No defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. Per the sample condition, it could not be determined what may have caused the performance - fixation feature breakage.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and barbed suture was used. The fixation tab was broken during use though no excessive force was applied. There were no adverse consequences to the patient. Upon evaluation of the returned sample, it was noted that the two sides of the fixation tab were broken.